Event description:
It was reported that an alert/notification settings issue occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient did not receive a high alert from her tandem pump display device. It was not documented whether the tandem pump was the sole cgm display device or whether the patient used an additional dexcom display device. An attempt by clinical ca to clarify this detail by phone on 11/04/2024 was unsuccessful. The patient reportedly called in saying that the pump was not delivering a high alarm even though the reading was 400 mg/dl. The patient uses tandem tslim in modified closed loop which was noted to have not been delivering insulin properly. The patient experienced symptoms of hyperglycemia including nausea. The cgm was noted to be 400 mg/dl despite reportedly not having received an alarm. It was not documented whether the bg was checked or if attempts were made to treat the symptomatic high egv. The patient presented to the emergency department (ed). There, the bg was 500 mg/dl. The patient was given IV for dehydration and basal and bolus insulins. She was discharged 3 days later and given basal and bolus insulins to use in pace of her pump. At the time of the report, the patient was in good condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.